Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink blood administration set leaked. The reporter stated the set leaked from the base of the drip chamber, where the tubing and the chamber met. The tubing was primed with saline. This occurred prior to patient use. No additional information is available.